Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in a vessel in the leg. A 300cm, 8cm poly tip v-18 control wire guidewire was inserted in the target lesion. However, during procedure the guidewire got stuck in the catheter. The physician pulled the guidewire and the tip unraveled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was inspected according to procedure. Only the pouch was returned, and it was observed that the pouch information matches with the complaint information. The costumer attached pictures at the complaint record. The attached pictures are not possible to observe the device of v-18 control wire, and only shows and unknown guidewire. And in another picture, there is possible to observe that the pouch information matches with the complaint information. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that guidewire entrapment occurred. The target lesion was located in a vessel in the leg. A 300cm, 8cm poly tip v-18 control wire guidewire was inserted in the target lesion. However, during procedure the guidewire got stuck in the catheter. The physician pulled the guidewire and the tip unraveled. No patient complications were reported.